Manufacturer narrative:
H11: corrected data: h6 (health effect-clinical code, device code). H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a aortic valve was explanted after an implant duration of 2 months and 23 days due to endocarditis. The valve was replaced with a 23mm 11060a aortic valved conduit (avc). Per medical records, the patient presented with chest pain, shortness of breath and junctional rhythm. Workup revealed elevated wbc and fevers; bc were collected, and IV antibiotics started. Plan for ppm when cleared by ID. Ultimately endocarditis of aortic valve with root abscess was diagnosis. The patient underwent redo avr with bentall procedure and CABG x1. Intraoperatively, there was complete disruption of the annulus with a fistula connection from the abscess cavity to the ra. Valve had large vegetations, after extensive debridement, the valve was replaced with a 23mm 11060 avc with pledged sutures and secured with cor-knots. Tee showed stable biventricular function and well-seated aortic valve. The patient was extremely coagulopathic, blood transfusions were given, and the chest was left open.

Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 2 months due to unknown reason. The valve was replaced with a 23mm 11060a valve.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.